Event description:
The surgeon fired the instrument across the enlarged cystic duct containing stones and the instrument's jaw would not open. Therefore, the surgeon decided to use the endoclip device to clip the cystic duct and transet the tissue around it. As a result, tissue loss occurred on the pt and specimen sides and surgery time was extended approx by 1 hour and 43 minutes. Following surgery, the pt was discharged and a follow-up visit with the surgeon displayed on issues.